Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple repair, cubies had short circuited due to syrup. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubies had short circuited due to the fluid ingress. The field service engineer replaced two rows of cubies that had short circuited due to syrup to resolve the issue. The system functioned as intended after field service engineer repaired the device.